Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 12.993 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient complained of less pain relief for a few weeks. The patient came to the emergency room complaining of increased pain. The hcp interrogated the pump and scheduled a dye/rotor study on (B)(6) 2016. The hcp determined something was wrong but couldn't come to a definite conclusion if the problem was coming from the pump or catheter. The hcp decided to replace the whole system including the catheter and not to take any chances since the patient kept complaining of inadequate pain relief. The patient had his pump and catheter replacement on the evening of (B)(6) 2016. The issue was resolved at the time of this report. The hcp ordered to have the pump sent to sterile processing to be hand washed and sent to the manufacturer for analysis. The patient status at the time of this report was 'alive - no injury.' The patient was awake and alert after his system was replaced. The representative was planning on meeting with the hcp on (B)(6) 2016 at the hospital to possibly adjust the patient's daily dose. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received that the patient's pump was delivering morphine at 12.998 mg/day. It was noted the patient experienced a loss of therapy. A (B)(6) study and (B)(6) study were performed. The patient was noted to have recovered without sequela. It was reported the event occurred on (B)(6) 2016, but previously it was reported the patient's inadequate pain relief started a few weeks prior to this date.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis performed testing on the outlet port of the pump and found that, with no external forces applied to the outlet port, leaking was seen. Analysis of the o-ring found damage that could promote leaking. Analysis of the catheter identified a non-significant indent in the seal, which did not affect infusion. Only a portion of the proximal catheter, however, was returned for analysis. The distal segment was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.